Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4)

Event description:
Patient cried out in pain during procedure stating "my leg burns." Sheet was removed and grounding pad was curled up on all edges, barely applied to patient. 2" long linear burn to patient's right thing. (B)(4).

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4) related MDR 1216677-2018-00007. Update 5/16/2018: investigation: no sample returned. Review DHR. Analysis and findings: an evaluation of the complainant sample could not be conducted since it was not returned to coopersurgical. A review of two year complaint history shows two other similar complaints for this issue. There is no more inventory for the reported lot number. A review of the DHR (208409) did not show any abnormalities. The customer used a leep lp-10-120 generator (serial (B)(4)) with this pad. Referencing complaint (B)(4), the generator DHR did not reveal any anomalies. The pad pouch (23639) states a warning where "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn...". In addition, the leep operating manual (38532) warns "positive contact must be complete between the patient and the patient return electrode (pad). If not, severe burning of tissue may result. The entire area of the patient return electrode (pad) should be reliably attached to the patient's body..." Based on the complainants statement where "the pad was barely attached to the patient" and the warning listed in the IFU's, it is suspected the pad may not have been securely attached to the patient causing the issue. Corrective actions: correction and/or corrective action. None at this time. Will continue to monitor for trending. Was the complaint confirmed? No.

Event description:
Patient cried out in pain during procedure stating "my leg burns." Sheet was removed and grounding pad was curled up on all edges, barely applied to patient. Two inch (2") long linear burn to patients right thing. (B)(4).